Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient has pain on his shoulder. The x ray showed a broken cup. The revision was performed on (B)(6) 2023. The implantation date was on 2014. A cup, a glenosphere, an anchor base were explanted. A stem, a cup and a glenosphere were implanted.